Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support and experienced an adverse event and subsequently saturated pump flow. Seven days after start of support, the patient experienced bleeding. Anticoagulation was held. Two units of packed red blood cells were transfused, and it was noted the bleed was successfully managed. No further information regarding the bleed was provided. Additionally, approximately two months after start of support, there was saturated pump flow. The physician noted hearing grinding with chest auscultation. The decision was made to continue workup for heart lung transplant and the device was explanted two days later. The condition of the patient at time of the was unknown. However, it was noted the patient's outcome at time of explant was survived.

Manufacturer narrative:
The investigation for the saturated flow and the access site bleed has been completed. The product was returned and evaluated. There was biomaterial found on and near the impeller. There were no other abnormalities found. The pump would not run in the lab, which is suspected to be due to the biomaterial. The field logs showed an increase in motor current and pump flow for approximately 24 hours before decreasing to initial levels. The motor current and pump flow began to decrease near the end of the case. The root cause of the saturated flow was due to biomaterial. According to clinical details, anticoagulation was held and 2 units of rbcs were transfused, which resolved the bleeding. There were no abnormalities found with the repositioning unit. The root cause of the bleeding was most likely patient condition. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿